Manufacturer narrative:
The insulin pump passed the displacement test. However, the pump failed the leak test. The pump leaked at the edges of the keypad assembly. No moisture damage was found on the keypad assembly, electronic assembly, motor, or force sensor. Pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.